Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09134; related manufacturer reference number: 1627487-2019-09135.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09134, related manufacturer reference number: 1627487-2019-09135. It was reported the patient had infection at the ipg pocket site and lead site following a permanent implant procedure. In turn, the entire drg system was explanted which addressed the issue.